Event description:
A customer contacted baxter's (B)(4) to report a check heater line alarm while they were on the homechoice device. The homepatient (hp) stated he disconnected the heater bag to connect a new bag. The tsr explained the reason of the alarms and that there is a risk of contamination when the bag was disconnected and a new bag was connected. The hp would start over with new supplies. Follow up with the nurse revealed that she had just seen the patient and he was doing fine. The nurse stated that the patient just skipped therapy that night and performed therapy the next day. The patient is fine and is continuing therapy.

Manufacturer narrative:
(B)(4). This complaint for a check heater line (chl) alarm was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).